Manufacturer narrative:
The device history record (DHR) was reviewed showing no anomalies in the batch documentation. No samples have been received from the customer for evaluation. However, a picture was provided, and the complained issue was confirmed. The reported condition is caused by incomplete ultrasonic welding between the needle hub and the needle connector caused by an unexpected stop encountered at the ultrasonic welding machine. As corrective actions, the manufacturer arranged retraining for all related workers. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported when they tightened the luer lock needle, the hub broke. This happened two times with the same lot number.